Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on preventing the device from breaking. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H6 codes were updated. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The upper jaw and suture capture have fractured away from the device. The suture capture is also deformed. A functional evaluation revealed the remaining portion of upper jaw will close and the needle will deploy when the trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a shoulder arthroscopy when the tissue was being gripped, the handle was pressed to pass suture of the first pass mini, and the upper jaw broke and was detached from the bottom jaw. The self-capturer also detached from the upper jaw. Both pieces were loose in the joint but surgeon retrieved them successfully with grasper. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.